Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar placement in a laparoscopic duodenal switch procedure, the obturator broke off from the top portion of the port into the patient's abdomen. The obturator was removed through a secondary port and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first photo depicts the obturator shaft during a surgical procedure. The second photo depicts a gloved hand holding the obturator top, it is disengaged from the obturator shaft. The third photo depicts the obturator shaft and grasping tools during a surgical procedure. The fourth photo depicts a gloved hand holding the obturator top. The fifth photo depicts the obturator on a surgical cloth, there are other surgical tools in the photo, the obturator top is disengaged from the shaft. The sixth photo depicts the distal end of the obturator shaft with a grasping tool with it's jaws open. The seventh photo depicts a blurry image of the obturator shaft. Without the physical device all functional evaluations are precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.